Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical reports states patient was revised to address aseptic loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 09/14/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, around (B)(6) 2014 the patient was involved in a farming accident where he fractured his femoral stem and underwent an open reduction internal fixation in (B)(6). His femoral stem went on to loosen and subside. At this time there is no new information provided that would change the existing MDR decision. The complaint was updated on: 10/04/2015.